Manufacturer narrative:
The technician stated that he does not have the serial number of the device but advised that it is from 2015. Multiple attempts have been made to obtain additional details about the device and the alleged event. At this time, no further information has been received. It is unknown if the concentrator was in use by a patient when the incident occurred or if there was any other damage to the concentrator besides the product tank failure. The service history of the device and whether any parts have been replaced is also unknown. It has been requested that the concentrator be returned to invacare; however, the technician previously indicated that he would be disposing of the device, so it is unknown whether it is available to be returned. This incident is being reported to the FDA out of an abundance of caution based on the evidence that the product tank experienced an over-pressurization event. The underlying cause of the issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. In addition, the concentrator has exceeded its expected life of 3 years. Evaluation of this issue also resulted in a field correction to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances (<0.0196%), result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. This action has been reported to the FDA; however, a correction/removal reporting number has not yet been provided. The irc5po2v concentrator has been manufactured at both invacare (B)(4). It is unknown which location manufactured the subject device. However, (B)(4) is no longer in business, and this model concentrator is now solely manufactured at invacare (B)(4), so the (B)(4) cfn is being used for the MDR filing. If additional information becomes available, a supplemental record will be filed.

Event description:
A technician reported that the top of the product tank blew off within the irc5po2v concentrator.

Event description:
A technician reported that the top of the product tank blew off within the irc5po2v concentrator.

Manufacturer narrative:
The technician advised that the concentrator was in a resident's room and actively in use when the incident occurred, but no one was hurt, and there was no property damage. In addition to the product tank failure, he stated the cabinet separated and cracked, which was confirmed from photographs that he provided. Additionally, it was observed that the tubing from the left sieve bed was discolored. The technician advised that once a year, they have a company inspect the unit, and every 6 months in between, they change the filters and clean the unit. It has never been sent out for service, and no parts have been replaced to his knowledge. The technician provided the unit's serial number, which indicates that it was manufactured by invacare florida (sanford). The technician stated he is still in possession of the unit and will return it, except for the outer cabinet, which he thinks was disposed. Once the unit has been received and evaluated, a supplemental record will be filed.